Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 2.97 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as cva (stroke) and intractable spasticity. On (B)(6) 2015 the pump was implanted and 16 centimeters was removed from the length of the catheter and was not programmed at initial program of device. The patient was initially programmed at minimum rate at implant and no bolus was performed of either the internal pump tubing or of the catheter. Given this programming scenario, it would take approximately 69 days for drug to reach the tip of the catheter. A programming error led to the event and the clinical specialist manager (csm) recognized error later in the day. No interventions/actions to date. The patient would be seen in the clinic on (B)(6) 2015 and the appropriate update would be programmed at that time. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". Surgical intervention did not occur and was not planned. No intervention required except updating pump programming and calculating appropriate bolus of internal pump tubing and catheter based on catheter length, which would be accomplished on (B)(6), 2015. Additional information has been requested, but was not available as of the date of this report. (B)(6) 2015 e1a (rep): a company representative reported that the patient did not experience symptoms relating to the programming error. The pump programming was corrected by the managing physician and no further intervention was required.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician.